Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 1/12/2022 component code: g07002 device not returned. Additional information was requested, the following was obtained: - what measures were taken to retrieve the broken piece? The broken piece did not enter the human body and were taken out directly with the needle holder . - was there any adverse consequence associated with the patient? No adverse consequence. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a surgical resection of a skin mass on (B)(6) 2021 and suture was used. During the procedure, the tip of the needle broke when entering the skin. The needle was removed. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What measures were taken to retrieve the broken piece? Was there any adverse consequence associated with the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.